Manufacturer narrative:
Block b3: the provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event 06/19/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2314 is being used to capture the reportable event of fistula. Device code a15002 is being used to capture the reportable event of found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure. 3 months after the placement, on (B)(6) 2025, the patient developed a fistula. After a review of the imaging, the physician noticed a minimal rectal wall infiltration. The patient was treated with a diverting colostomy to manage the fistula. It was reported that the patient received stereotactic body radiation therapy (sbrt) in 5 fractions.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure. 3 months after the placement, on june 2025, the patient developed a fistula. After a review of the imaging, the physician noticed a minimal rectal wall infiltration. The patient was treated with a diverting colostomy to manage the fistula. It was reported that the patient received stereotactic body radiation therapy (sbrt) in 5 fractions.

Manufacturer narrative:
Block b3: the provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event 06/19/2025 blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2314 is being used to capture the reportable event of fistula. Device code a15002 is being used to capture the reportable event of found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Additionally, it was confirmed that the adverse event of "fistula" is anticipated in the IFU. A risk review was completed and confirmed that the events of "gel found in unintended site-nonvascular" and "fistula were defined in the risk documentation. This event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.